Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, a red screen was displayed on the programmer. The error code was da. A boston scientific technical services consultant discussed the da error indicated the device self-corrected an issue. No device data was submitted and the device check was completed with no further issues. No adverse patient effects were reported.